Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08730 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed (B)(4) units of normal bolus was delivered on 01/24/2025 between 00:03:35.000 and 23:58:23.000. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: corroded battery tube, cracked keypad overlay, scratched case, pillowing keypad overlay and broken battery tube threads. The p-cap/reservoir does lock properly. Pump passed functional testing and no under delivery anomalies noted during testing. Cosmetic damage was confirmed at battery compartment during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damaged pump battery compartment. Customer alleged pump was under delivering. The customer reported hyperglycemia treated with insulin pump. The event involved product(s) mmt-1885l. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer has been using the insulin pump system within 48hrs of reported high bg event. No further patient complications were reported. The customer will discontinue use of the device. Mmt-1885l was requested and customer response was the device will be returned.